Event description:
It was reported that the charger for an ilet device was not charging, and a replacement charger was shipped to the user. Symptoms included no clinical effects. Outcomes included no impact to health or medical care. Investigation included customer support troubleshooting and logistical replacement of the accessory. Investigation of this case revealed a suspected malfunction of the external charger consistent with an accessory power/charging issue; the device itself was not reported to alarm. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction due to unknown component or wear-related failure.